Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a cartridge was observed with a slightly deformed tip. The surgeon decided to implant the intraocular lens (iol) using this cartridge as the deformity was slight. It was reported that the iol was implanted successfully without any patient injuries.

Manufacturer narrative:
The cartridge was received at the manufacturing site for investigation. Visual inspection at 10x microscope magnification showed residue of viscoelastic ovd (ophthalmic viscosurgical device) inside the cartridge tube, indicating the device was handled and prepared for surgical use. Stress marks were observed which are typically caused and/or may appear by the iol advancing through the cartridge. The cartridge tip was observed deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing process record was evaluated. There were no non conformances, discrepancies or deviations for similar issues that were found during the manufacturing record review. During the manufacturing process the operators perform a 100% inspection. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.